Event description:
It was reported that the radio frequency programmer head cord had to be held in a certain position at the terminal end in order to communicate with implantable devices. The programmer head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head cable had to be held in a certain position in order for telemetry to be successful, the programmer head failed all uplink amplitude tests. The programmer head is being sent on for repair. (B)(4).

Event description:
It was reported that the radio frequency programmer head cord had to be held in a certain position at the terminal end in order to communicate with implantable devices. The programmer head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.